Event description:
Portex endobronchial tube kinked and completely obstructed, preventing ventilation. Physician discovered and replaced with another MFR product. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).